Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicates the ipg¿s were explanted and replaced. Stimulation was restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-01051. It was reported both of the patient¿s ipg¿s are inoperable. Surgical intervention may take place at a later date.